Event description:
Pt had an afib ablation procedure and several weeks later pt had an esophageal fistula, which is what pts are to be monitored for. The insertion site was through the posterior wall of the left atrium. Pt development after procedure was completed . 8/26/04-white cell count is up to appropriate levels, and pt has responded very quickly very appropriately very well to the specsus/antibiotic treatment, but has had multiple neurological events probably caused from emboli from the esophageal left distal fistula. There had been many small neurological events, and the pt is still in a comatose state. The neurology staff is not confident that pt will come out of the coma. Dr still has not lost hope yet, but it does not look good at this point from neurological point of view.